Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillation system was explanted due to a patient infection at the pocket site. There were no additional adverse patient effects experienced during the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.